Event description:
On (B)(6) 2017 the reporter contacted lifescan USA, alleging missing hardware. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshoo.....